Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the jolting and sleep disturbances were still occurring as well as a constant need to urinate. The patient eventually had their wife turn the device off and the patient went into a description of events associated with a feeding tube and weight issue which did not appear to be related to the device or therapy; these events included having a peg removed from the patient's stomach, having pneumonia four times leading to significant weight loss, but the peg did not improve the patient's weight. The patient went on to indicate that when stimulation was on even at the lowest setting the patient felt electrical and it was painful. At night in bed the patient would unconsciously cross their legs and the pain would wake the patient up. The patient indicated that they had an appointment with their healthcare provider (hcp) and the patient reported their hcp thought when the tube was removed from the patient's stomach it "may have done something to the device" and the patient's hcp was probably going to do a sonogram to see if it was in the right position according to the patient. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had their therapy off for a while and turned it back on the other day and that the system had been intermittently jolting them. The caller then indicated that it would jolt him "from the device to the penis" and it stops him in his tracks. The patient reported that they can't cross their legs when this happens and the patient tried lowering stimulation, but it still happens and the jolting would wake the patient up at night. Additionally, the patient had a "peg" tube removed and had a bad concussion, but these issues were not alleged to be related to the device or therapy. Furthermore the patient reported that they had been misdiagnosed three times for illness and had been having withdrawals fr om the pills, but again these issues were confirmed to be unrelated to the device or therapy. The patient indicated that the issue was related to positional movement and the issue was reported to have been sudden. The patient was advised to follow-up with their healthcare provider (hcp) and the patient planned to keep the ins off until their hcp could check the system. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.